Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that charging the ins was taking too long. The patient reported that they met with a representative (rep) yesterday and they told them to call product services. The patient noted that they were currently charging and were seeing 3 coupling boxes at the bottom of the screen. It was reported that the ins recharger would not work. They stated that they wanted a new insr, but product services reviewed that if the ins was taking too long to charge than it is not always an indication of an insr issue and troubleshooting would be needed. It was noted that the pp was not working. Product services also reviewed troubleshooting with the patient programmer (pp) would be needed to determine if they needed to get the patient to repair or if they could get the patient into MRI mode during the call. The patient refused to do troubleshooting during the call. The patient was redirected to follow-up with their healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.